Manufacturer narrative:
Mcp is aware of a similar complaint which was investigated with the following results: the product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Based on the previously obtained investigation results a product related malfunction could not be confirmed. Furthermore from the information obtained at this time the customer stated that clotting occurred under the circumstances that a low flow and no anticoagulation (heparin) was applied during the treatment. The customer expected that the product would clot off. The IFU 1.1 us g-641 03 of the product is stating the following: "suitable anticoagulation is required and must be monitored during use of the oxygenator". Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications.

Event description:
According to the customer: "product clotted off with low flow and no heparin. The customer expected it clot off. " (B)(4).